Event description:
On (B)(6) 2016, a 27mm epic mitral valve was implanted. On (B)(6) 2019, the valve was explanted due to structural valve deterioration. It was observed that the posterior leaflet was torn and resulted in mitral regurgitation. The explanted valve was replaced with a 27mm mosaic valve. The patient has a history of diabetes, but no other prominent concomitant disease.